Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that the right ventricular (rv) lead was exhibiting noise and was oversensing. Subsequentially, the patient received 55 inappropriate shocks. Boston scientific technical services (ts) reviewed the save to disk and indicated that there was both high and low out of trend values suggestive of lead damage. The lead was explanted and replaced. No further adverse patient effects were reported.